Event description:
Consumer reported that the implant broke and the screw broke inside of the implant. Consumer also reported that the time of loss in relation to implantation was 1 to 5 years post restoration, primary stability was achieved & osseointegration was also achieved, consumer also reported that there was an implant fracture.

Manufacturer narrative:
Consumer reported that the implant broke and the screw broke inside of the implant. Consumer also reported that the time of loss in relation to implantation was 1 to 5 years post restoration, primary stability was achieved & osseointegration was also achieved, consumer also reported that there was an implant fracture.